Event description:
Additional information received reports that the patient underwent surgical intervention in which their leads were explanted and replaced.

Event description:
It was reported that the patient's leads were showing high impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.